Event description:
The customer was hospitalized for dka. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin did not exit. A day later, the customer called back after trying to prime new set. The customer stated that the pump flashes disconnect and never moves to prime and reverts right back to rewind. The customer currently is on manual injections per md.